Event description:
Initial info was received on (B)(6) 2013 from a consumer's mother. This (B)(6) year old male consumer used colgate motion kids spiderman toothbrush on an unspecified date and the head of his toothbrush came off while he was brushing under his mother's supervision. A small silver her remained in his mouth. No adverse events were experienced. This case is referenced as (B)(4).